Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation revealed that the sutures were returned in two strands with their ends cut and frayed. There were no burrs or sharp edges observed on the returned buttons. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a 1.1mm cmc mini tightrope implant system was being used for a cmc left thumb procedure on (B)(6) 2014. The procedure was completed successfully with this implant system. The patient now is complaining of pain and symptoms similar to what the patient had prior to the surgery in 2014. Updated information received 11/21/16: patient had revision surgery on (B)(6) 2016. The implant located at the second metacarpal recessed into the bone. This happened at about month 3 after the first surgery. Patient waited 18 months before asking to be revised. Pain was not the issue, pinching power was lacking. The implant was still intact in the patient at the time of explantation. Patient: female, (B)(6), occasional smoker.